Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 3 months, and 19 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had a shortness of breath at home and was treated for hypertension, but became hypotensive. The patient developed ischemic stroke. Anticoagulation therapy was stopped on (B)(6) 2018 and inr was at a therapeutic level of 2.06. The CT scan suggested bilateral strokes around interval hypodense areas in both supra and infratentorial brain bilaterally. These findings suggest multiple acute infarcts likely secondary to hypertension. The patient expired on (B)(6) 2018.

Manufacturer narrative:
Corrected information- manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas, did not reveal any device-related issues and a correlation to the reported event could not conclusively be determined. The device was returned assembled with the pump cable severed approximately 4¿ from the pump header. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The cuff lock was fully engaged and the apical cuff was returned attached to the cuff lock. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Heartmate 3 lvas IFU lists stroke and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr values. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.